Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant 2.917 volts was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
Boston scientific received information that this device recently displayed a low voltage alert code of 1003. Boston scientific engineers were consulted and stated that the code 1003 is due to low voltages being declared due to three daily voltages being below the threshold of 2.934 volts. The device hardware is not detecting the loss of battery energy and not reflecting the depletion conditions, and thus, is inaccurate which is the reason for the low voltage alert. Since this device is malfunctioning, it is recommended to be replaced immediately. The device was explanted and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.